Event description:
The customer, a biomed, contacted physio-control to report that their device had a service wrench present on the display and an event code in the memory. The event code in the memory indicates that the device would not likely be able to provide sufficient defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the biomed. It was later confirmed by the biomed that due to the age of the device and the cost associated with repair that they have elected to retire the unit and permanently remove it from service. The customer will dispose of it locally. The cause of the reported issue could not be determined.